Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and upgraded the ventilator to the latest software version. The unit passed extended self testing.

Manufacturer narrative:
No part replaced. The ventilator software was upgraded only.